Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 25 and 36 hours on the back. Hyperglycemia treated by patient with a correction bolus and activating new pod.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. Traces of fluid were visible in the device, causing a higher shelf mode current and depletion of the batteries. The internally tear soft cannula is confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.